Event description:
Reporter stated that a patient came into the emergency room at 1 am with a complaint of vomiting. Reporter stated that the operators noted the odor of ketones on his breath and he kept falling asleep, so they ran a test on inform system 1. Reporter stated that the inform meter read low and unable to obtain a reading. Reporter stated that they rechecked it with another stick and got the same warning message. Reporter stated that they used inform system 2 and it read the same way, so they started an IV and drew blood. Reporter stated that they pushed d50 and waited 15 minutes to recheck. Reporter stated that they obtained a hi result at 1:24 am on inform system 2. Reporter stated they withdrew a cc of blood from one of the tubes they had drawn prior to giving the d50 and when tested, it again read low and unable to obtain a reading. The actual reading came back from the lab as 1184 mg/dl. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. Reference medwatch report with (B)(6) for the suspect device used in system 1.